Event description:
Device 2 of 3. Reference MFR report #1627487-2013-12851. Reference MFR report #1627487-2013-12853. It was reported the patient experienced pain and inflammation at the ipg site. The physician explanted the ipg and the two extensions (same lot number). However, the patient's leads were left intact. Note: the patient has two ipgs and it is unknown which of the ipgs was explanted. Both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.